Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 5 instances of damaged with moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 8 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to moisture within the pump, a cracked display lens, and a scratched display lens. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 8 malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged display with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-36 years of age and between 106 and 175 pounds. Of the reported patients, 8 were female.